Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 (no image) error was that water invaded the device while the user was handling the device, which led to abnormality of electrical parts. As a result, error message was displayed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ethylene oxide (eto) valve of the bronchovideoscope was leaking. The issue occurred during reprocessing. The device was returned and an evaluation revealed e315 (no image) error. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The ethylene oxide (eto) valve had leakage. There were few additional findings. Clamp channel had leakage. The insertion tube had scratches. Switch exhibited occasional failure. The instrument channel tube had leakage. There was water in the control section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.